Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro2 extension cable would not stay connected to the hp2 device. The pa held the cable in place to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the adapter cable was not returned. The returned cable was tested with a reference hemopro 2. The extension cable was securely connected and disconnected to the reference device multiple times without difficulties. The returned dc extension cable was tested with a reference adapter cable, hemopro and power supply. The dc extension cable passed the pre-cautery test; the reference devices produced steam and heat during several activations. Based upon the evaluation results, the reported complaint could not be confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).